Event description:
This supplemental report is being filed as additional information was received via product investigation.

Manufacturer narrative:
No product investigation was completed as infection is a known issue. No further information is known or expected.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to infection. No additional adverse patient effects were reported.